Event description:
Report received from (B)(6), stating that the inner hose on the device was disconnected. It is known that the event did not occur during surgery. However, it is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "hose not connected" was not confirmed. The device met all manufacturing specifications. If additional information becomes available, a supplemental report will be sent. (B)(4).